Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1-1.2 was not detected on bus but after customer rebooted device several times drawers became detected prior to field service engineer arrival. A field service engineer powered logged into the hardware test application, ran functionality test and no issues were found during testing. Fse powered off pyxis, proactively reseated rowboard cables at drawer module controller board, restarted pyxis. Fse verified functionality in the hardware test application and performed visual preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.